Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a possible lead revision. Upon interrogation, high capture threshold and intermittent under-sensing were noted on the right atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 51.7cm. Analysis was normal. No anomalies were found.